Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to multiple cuts in the electrode belt cables, which damaged wires. The root cause for the cuts could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.